Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and the usb charging cable. A new charging cable and wall power adapter were sent to the customer. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.